Event description:
It was reported that during a routine follow-up appointment it was discovered that this right ventricular (rv) lead was not capturing. An x-ray confirmed the lead had dislodged. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.